Manufacturer narrative:
(B)(4).

Event description:
I reported a transmitter failed error.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.